Manufacturer narrative:
(B)(4). The service engineer evaluated the device and verified the reported complaint. When the device was tested, it displayed an adc failure. The device was inspected and a loose connection was found between the single board computer (sbc) printed circuit board (pcb) and the main control pcb. The washer standoffs were replaced and the device passed all testing. The reported event was duplicated.

Manufacturer narrative:
Coviden reference number: (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
During service, the ventilator failed the integrated battery system test, adc failure alarm was generated and the device stopped ventilating. There was no patient involvement.